Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The device was received fully applied. The pushers were advanced. The handle was not locked. Microscopic evaluation of the anvil buckets and the pushers noted no abnormalities. Functionally; the head articulated. The locking collar functioned properly. The instrument was reset. The jaw clamped and unclamped when the approximating lever was lowered and raised. The pushers advanced. The retaining pin seated properly in the anvil hole. The handle locked properly. The root cause of the observed condition could not be reliably determined; however, based on observations the most likely root cause for the observed condition was determined to be handle compression incomplete. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality specifications. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparotomy procedure. The stapling device was new and opened for the case. There were no staples in the device. The issue was noticed while firing to the tissue. The firing did not happen. In order to resolve the issue and complete the case, replaced with a new stapler. There was no patient injury.